Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft break occurred and catheter withdrawal difficulties were encountered. After treating the popliteal (pop) artery, the 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery was then treated. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. There was no visual defect prior to use. However, when the device was removed, resistance was encountered. Under fluoroscopy, it was observed that the length between markers had shortened and the shaft itself had stretched. It was also noted that the shaft was broken near the guidewire port right in front of the sheath, but it was inserted with another guidewire from the side of the sheath. All devices were removed from the patient's body and the procedure was completed. No patient complication were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the distal end (24.5cm total) of a coyote nc balloon catheter. The balloon was loosely folded. There was blood and contrast in the balloon, wire lumen (inner shaft) and inflation lumen (outer shaft). The tip, balloon, markerbands, inner shaft and outer shaft were microscopically and tactile inspected. Inspection revealed damage to the tip, balloon damage (bunching near the distal edge of balloon), and inner shaft damage (buckling and stretched) about 5mm and 5cm from the tip. The inner shaft damage (near the tip of the balloon), is buckled/stretched up inside the balloon damage. With the inner shaft stretched and buckled, the markerbands shifted towards the distal end of the balloon. The shaft material at the separated end has excessive tensile force damage. Functional testing could not be performed due to the condition of the returned portion on the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred and catheter withdrawal difficulties were encountered. After treating the popliteal (pop) artery, the 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery was then treated. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for pre-dilatation. There was no visual defect prior to use. However, when the device was removed, resistance was encountered. Under fluoroscopy, it was observed that the length between markers had shortened and the shaft itself had stretched. It was also noted that the shaft was broken near the guidewire port right in front of the sheath, but it was inserted with another guidewire from the side of the sheath. All devices were removed from the patient's body and the procedure was completed. No patient complication were reported.